Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Labeling indicates: no arrows/no readings. Don't use your dexcom g5 for treatment decisions! Use you bg meter for any treatment decisions.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife reported the continuous glucose monitor (cgm) stopped working and displayed ¿no readings¿. This error has occurred in the past and they are usually able to manage the patient¿s blood glucose (bg) using a glucometer until the cgm restarts. However, when he was home alone, his cgm stopped working, he had dozed off and his bg dropped. His wife and daughter found him diaphoretic and unresponsive on the couch. His bg was checked and was 31 mg/dl. He was given sugar and juice. When his bg would not increase, emergency medical services (ems) was called and he was treated with fluids and dextrose via intravenous (IV) therapy, and electrocardiogram (ECG). Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.